Manufacturer narrative:
Final analysis found that the insulation was abraded at 7.2cm to 7.4cm, 7.6cm to 7.8cm, and 12.8cm to 13.3cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15396. It was reported that an asymptomatic patient presented to a normal generator replacement procedure with noise over-sensing on their atrial lead. The right ventricular lead also exhibited low pacing impedance and loss of capture. Both leads were explanted and replaced during the procedure. Patient was stable after the surgery.

Event description:
New information received noted that lead fractures were noted on the leads.